Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The aiming beam was calibrated for ports one and two. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 20, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical engineer reported that before a procedure began, there was an issue with the laser. Additional information was requested, but no other details provided by the customer.